Event description:
Hcp reported pt experienced cognitive problems after implant. Pt has been reprogramming and has improved slightly. There was no diplopia after reprogramming. No report of device explantation.